Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while programmed in alternate vector. The patient presented to the emergency department, and noise was not reproducible during testing in primary and alternate vector while secondary vector showed low amplitude. Myopotential noise has been reproduced in secondary vector but appropriately marked with a "n" marker. Nevertheless, secondary vector is not a suitable sensing vector, and technical services (ts) recommended monitoring this patient until a future system revision is possible. The patient is currently hospitalized with therapies turned off, and the health care professional (hcp) will obtain x-ray imaging to verify system placement. Ts also recommended new automated screening tool (ast) screening. No additional adverse patient effects were reported. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. To date, this product has not been returned. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while programmed in alternate vector. The patient presented to the emergency department, and noise was not reproducible during testing in primary and alternate vector while secondary vector showed low amplitude. Myopotential noise has been reproduced in secondary vector but appropriately marked with a "n" marker. Nevertheless, secondary vector is not a suitable sensing vector, and technical services (ts) recommended monitoring this patient until a future system revision is possible. The patient is currently hospitalized with therapies turned off, and the health care professional (hcp) will obtain x-ray imaging to verify system placement. Ts also recommended new automated screening tool (ast) screening. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while programmed in alternate vector. The patient presented to the emergency department, and noise was not reproducible during testing in primary and alternate vector while secondary vector showed low amplitude. Myopotential noise has been reproduced in secondary vector but appropriately marked with a "n" marker. Nevertheless, secondary vector is not a suitable sensing vector, and technical services (ts) recommended monitoring this patient until a future system revision is possible. The patient is currently hospitalized with therapies turned off, and the health care professional (hcp) will obtain x-ray imaging to verify system placement. Ts also recommended new automated screening tool (ast) screening. No additional adverse patient effects were reported. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.